Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation. The complaint investigation considers the potential risks associated with this incident.

Event description:
It was reported that "whenever she wears the sandals, a pin somewhat pokes her foot." There was no reported patient harm. No further information is currently available.